Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number: (B)(4).

Event description:
A company representative, on behalf of a user facility, reported to olympus that during an unknown procedure using the single use distal cover and duodenovideoscope, the distal end cover fell off the scope and into the patient's airway/lung. The issue occurred at the end of the procedure when the scope was withdrawn from the patient. The surgeon was able to remove the distal end cover as a whole from the patient and the case was completed. There were no reports of patient or user harm associated with this event. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event could not be determined since the device was not returned for an evaluation. However, as captured in the related CAPA-(B)(4), the reported event (cover easily came off scope) was likely caused by one of the following: 1. The cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent. 2. The cover was insufficiently attached to the scope. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.